Manufacturer narrative:
E1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismax machine. During the treatment, it was reported that the machine "spontaneiously lost power/turned off". The treatment was ended without the extracorporeal (ec) blood being returned to the patient as it began to clot. It was reported that the patient required a unit of packed red blood cells due to a low hemoglobin following the event. The patient was transferred to another hospital. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Visual inspection of the machine did not identify any abnormalities that could have contributed to the reported event. Review of the log file showed that the power supply was related to the machine shut down. Self tests were performed, and the battery was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. The power control panel was replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.